Event description:
It was reported that an imaging catheter got stuck in the stent. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view an unspecified lesion. After deploying an unspecified stent, it was noted that the opticross¿ came into contact with the stent and could not be removed for a time. The catheter was finally removed from the patient;however, the catheter could no longer be used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that there was damage observed on the guidewire exit port assembly. The unit returned has the sheath detached. The imaging core was found broken near the telescope and sheath section of the device exposing the broken coax cable. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The functional test cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view an unspecified lesion. After deploying an unspecified stent, it was noted that the opticross¿ came into contact with the stent and could not be removed for a time. The catheter was finally removed from the patient; however, the catheter could no longer be used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).